Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, after deployment when the device was being removed, the physician felt a "pop" and thought that the suture was just releasing from the o-ring. Upon removal, it was noted that the suture came out with the device and there was arterial intima on the sheath of the device. There had been no resistance when attempting to remove the device and the physician thought that the foot was closed. Manual arterial compression and a femostop device were used to achieve hemostasis and treat any tissue/vessel damage that had occurred. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the reported information, the reported suture malposition appears to be related to friable femoral vessel due to circumstances of the procedure. The reported ¿physician felt a pop¿ may possibly be related to the reported tissue damage ¿suture came out with the device and there was arterial intima on the sheath of the device¿; however, this cannot be conclusively determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.d9, h3 - device not available for evaluation.